Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been running higher than normal for the last 2 days. Customer's blood glucose was 476 mg/dl. Customer stated that she has treated with the insulin pump. Customer had symptoms of high blood glucose such as excessive thirst and excessive urination. Customer stated that she has not tested for ketones. Customer has contacted her health care professional but will need to make an appointment. Customer stated that she has a back-up plan. Customer removed the set from her body and stated that the insulin did exit the tubing during manual prime. Low and empty reservoir alarms were found in the alarm history. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.